Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on interface board. We were unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display when she was going to deliver a bolus. She did not recall the blood glucose reading. The insulin pump had not been dropped, bumped or exposed to moisture and did not show signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. After cleaning the battery cap and inserting a new battery, the display still did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.